Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, and occlusion test. The insulin pump was unable to prime due to a faulty gold force sensor resistor. No motor error alarm was noted. The motor was tested outside of the device and passed. No missing segments or partial screen anomalies were noted.

Event description:
Customer reported the time and insulin level disappearing from his insulin pump's screen. She stated that there was now a black dot on the insulin pump's screen. The customer's blood glucose was 200 mg/dl. She stated she had taken a bath prior to the issue occurring. She also stated the insulin pump was not dropped or bumped. The customer also reported a no power alarm and a motor alarm in the alarm history. She sated the motor error alarm occurred during a basal delivery. The customer stated the insuin pump was not exposed to a strong magnetic field. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.